Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead dislodged into the coronary sinus. A revision procedure was scheduled for a future date to attempt to reposition the lead. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.